Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, the loaner evis exera iii bronchovideoscope tested positive for 1-10 colony forming units (cfus) of alpha haemolytic streptoccoci. The issue was found during routine culture of the scope. The user did not report any contamination or any other serious deterioration in the state of health of any person to which the scope could have been a contributory cause.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. Device return noted that the device has been decontaminated and passed the leak test . In addition, device return noted that the device was quarantined and was not used . Service repair performed the device evaluation upon received. The device evaluation found the following: the light guide tube protector was cut, service repair recommended insertion tube replacement. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is received.